Manufacturer narrative:
Additional suspect medical device components involved in the event: model number/catalog number: sc-2316-50e serial number: (B)(6) batch/lot number: 7330867 model/catalog description: infinion 16 trial lead kit 50 cm unique identifier (UDI) #: (B)(4).

Event description:
It was reported that the patient underwent trial procedure and was doing well postoperatively. No further information has been obtained.